Event description:
A 22mm x 13mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The patient had a history of coronary artery disease with coronary stent implant in the prior month and high cholesterol. The diameter of the proximal non-aneurysmal aortic neck measured 19mm and the length from the proximal non-aneursymal aortic neck to the distal non-aneurysmal iliac neck measured 11cm. The physician reported that the case was treacherous due to the presence of a long aortic neck measuring 19mm in diameter and 3cm in length. Access was not a problem. The iliac arteries measured 9-10mm in diameter and were fairly long. A 22 french sheath was utilized to deliver the bifurcated stent graft from the right side. The physician reported that upon bullet removal the stent graft was displaced caudally. After achieving retrograde access into the contra-lateral gate a 13mm diameter x 11.5cm length iliac limb was used to stabilize the device and prevent further displacement. A 22mm diameter x 3.75cm length aortic cuff was added to achieve proximal fixation. An angiogram revealed a proximal endoleak. The physician stated that the small aortic neck probably prevented the aortic cuff form achieving a greater expansion. A 26mm diameter x 3.75cm length aortic cuff was added to increase the hoop strength and reinforcement at the aortic cuff junction. A 20mm angioplasty balloon was inflated from the left and right sides to achieve a secure proximal fixation. Final angiogram revealed patient renal arteries and no proximal or distal endoleak. The distal device migration resulted in the occlusion of the right hypogastric artery. The physician reported that they might have avoided this problem by selecting a shorter stent graft to prevent excessive friction upon bullet and runner removal.